Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline drainage. They were taken to the operating room (or) for a washout, no wound vac placement was needed. The driveline culture was positive for gram-positive cocci and gram - rods and their blood cultures were negative. The patient was started on doxycycline 100 mg twice a day (bid) and cefuroxime 500 mg bid for life. The patient was discharged on (B)(6) 2021.